Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer states 9058 driver stopped working on 2 separate calls during insertion even though the indicator light was green. A second driver was used to complete the insertion. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn g13094) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable with a solid green light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: (B)(6). The driver successfully negotiated both the soft and hard saw bone insertion testing while displaying a blinking red led light. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 09/2009 and is approximately 8 years old. The complaint, "stopped working during insertion" cannot be confirmed. Functional testing has validated no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has validated no fault found with this driver. No further action required.

Event description:
It was reported that the customer states 9058 driver stopped working on 2 separate calls during insertion even though the indicator light was green. A second driver was used to complete the insertion. There was no reported patient injury.